Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer's representative (rep) on 2021-jan-15. It was reported that the hcp missed the port and filled the pocket. It was confirmed that the patient did not experience any symptoms but was sent to the ER. It was unknown if the patient was discharged or not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from an healthcare professionals, via a manufacturer representative (rep), regarding a patient receiving lioresal (2,000 mcg/ml, 1,200 mcg/day) via an implantable pump for intractable spasticity. It was reported that the pocket was filled during the pump refill on (B)(6) 2021. 40 cc was infused into the pocket, 15 cc was aspirated. The hcp tried to aspirate from the pump and was not able to get anything back which confirmed the hcp had injected into the soft tissue. The hcp stated that 25 ml was accidentally injected into the patient's soft tissue. The hcp reported there was about 2.8 ml left in the pump and it was currently running at 0.6 ml/day. The pump was placed on minimum rate. The patient was doing fine, but taken to the emergency room for observation. It was unknown if the issue was resolved at the time of this report.